Event description:
It was reported to philips that the image was magnified during spin, shutters were unavailable, and a reboot was required on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the operating system, application software, and system backups. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).